Event description:
It was reported that customer was admitted as an inpatient for medical treatment. Customer had forgotten to check their blood glucose and had monitored it at the appropriate time customer wouldn't have gotten high blood glucose. Customer's spouse found customer in backyard, customer reported that their blood glucose was 20 when checked by emt. Troubleshooting was performed and pump programming and function appeared to be normal.